Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began 7-10 days prior to contacting lfs. On an unspecified date/time, the pt reported that he obtained a reading "between 160-200 mg/dl" on the subject meter. As a result of that reading the pt stated, he administered an unspecified amount of insulin (type unk) based on his sliding scale. Approx 3-4 hours after administering the insulin, the pt reportedly felt low and indicated that he developed symptoms of cold sweats and shakiness. The pt denied receiving medical intervention. At the time of troubleshooting, the cca confirmed that the pt was using the correct testing technique and that he was cleaning the puncture area properly. However, the pt did not have the subject meter or test strips with him; therefore, the cca was unable to confirm the actual result obtained prior to the event. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of sever hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(Meter serial #) not provided.